Event description:
It was reported that during a surgical procedure for a trochanteric femur fracture at the user facility, a lag screw was positioned eccentrically in the lateral view, although the software had indicated a good position of the screw during the case. Upon follow-up with the surgeon it was reported that the last x-ray on the lateral plane was taken before the k-wire was in place and that the lateral position was not rechecked after a position correction in the anterior-posterior plane of the patient. It was reported that the surgeon has received training on the use if the system and understands that the lateral view of the patient must be updated and rechecked before completing the procedure to verify the screw positioning. No delay, no adverse consequences and no medical intervention were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been completed.

Manufacturer narrative:
During the investigation it was observed that the software had worked as intended, however the user did not regularly acquire medial-lateral images during the case as required by the software and did not follow the warnings displayed by the software. This was determined to be a probable cause for the reported non-optimal screw placement. The device was evaluated at the user facility, and did hence not have to be returned from the manufacturer to the user facility.

Event description:
It was reported that during a surgical procedure for a trochanteric femur fracture at the user facility, a lag screw was positioned eccentrically in the lateral view, although the software had indicated a good position of the screw during the case. Upon follow-up with the surgeon it was reported that the last x-ray on the lateral plane was taken before the k-wire was in place and that the lateral position was not rechecked after a position correction in the anterior-posterior plane of the patient. It was reported that the surgeon has received training on the use if the system and understands that the lateral view of the patient must be updated and rechecked before completing the procedure to verify the screw positioning. No delay, no adverse consequences and no medical intervention were alleged with this event.